Event description:
It was reported that the customer was rewinding her insulin pump but the reservoir would not go inside the insulin pump. The customer's blood glucose was 498 mg/dl. The customer treated herself with a manual injection. The customer stated that the insulin pump was stuck in the rewind complete and bolus delivery loop. Troubleshooting was done. The customer also experienced a blank display with the insulin pump. The customer stated that the insulin pump did not turn back after inserting an old battery. Advised customer that a replacement battery cap would be sent. The customer also had issues with the act button and having to press the button several times in order for the insulin pump to respond. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.